Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed in intraoral region #4, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type iii, the procedure of immediate implant was done, bone graft was performed. The dentist also reported that occlusal overload occurred.